Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The device no longer met specifications for optical signal properties and no contact force was displayed when connected to the tactisys quartz unit. Log file analysis indicates optical fibers 1-3 did not meet specifications for optical properties. The device did not meet specifications during an irrigation leak test. Further investigation revealed the irrigation leak was due to the pi irrigation tubing detaching from the metal irrigation tubing. The irrigation leak is consistent with fluid ingress and a loss of force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.